Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a drainage procedure using a ultrathane mac-loc locking loop multipurpose drainage catheter, upon insertion a leak was observed at the hub. The device was removed and replaced with a like device to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the documentation, drawing, instructions for use(IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification were conducted during the investigation. One locked mac-loc catheter was returned in used condition. The suture string at the distal end of the catheter was disconnected and no other damage was present on the device. A leak test was unable to confirm the presence of a leak. Tug and twist tests revealed that the proximal assembly was secure, and upon removing the connector cap, the suture string was found slightly wound in the threads. The flare appeared lopsided, but due to compression of the flare within the cap and the potential damage upon removal, it cannot be determined if the flare was manufactured to specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest that the device was not made to specifications. A review of the device history record could not be completed as the lot information is unavailable. Based on the information provided, the examination of the returned product, and the results of our investigation, it was determined that the cause of the failure mode was likely to be manufacturing related although this has not been confirmed. Potential contributing factors that could contribute to the issue include the suture running through the threads of the cap assembly that interferes with the seal during torqueing and an inconsistent flaring process. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.